Manufacturer narrative:
Investigation: no samples were received of a 10 ml eclipse product 305786 with lot number 6277759. No samples or pictures were sent to show the defect that customer found. According to issue stated by customer the defect is ¿eclipse fall off.¿ review of DHR was performed and no issues stated by the customer were found. According to the statement of complaint we cannot confirm the issue stated by the customer and we cannot assign it was a manufacturing defect, we will inform to the production personnel about this issue so they can be aware of it. A complaint history check was performed and this is the first related complaint reported for the defect/condition stated by customer. There was no report of serious injury or medical/surgical intervention that occurred as a result of this incident. No corrective action is required at this time. Review of retained samples did not show the defect stated by the customer. We could not determine the root cause and cannot confirm the issue stated by the customer due that no samples or pictures were received. UDI #: (B)(4).

Event description:
It was reported that the safety failed on a 22 g x 1 1/2 in. Bd eclipse¿ 10 ml bd luer-lok¿ syringe with detachable needle before use. No injury or medical intervention.